Event description:
From additional information received, it was reported that the patient was revised due to instability and wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, d6, d7, e1, g4, g7, h1, h2, h3, h6, h10. Correction: d1, d2, d4, d11, g5, h4. D11: medical device: biomet finned pri stem 40mm catalog # 141314 lot # 827800. Vanguard cr por fmrl-lt 65 catalog # 183068 lot # 552060. Biomet ilok pri tib tray 67mm catalog # 141212 lot # 631510. Cobalt-g hv bone cement 40gm b catalog # 402433 lot # 318670. 1/8 qwikreles drl sterile pk2 catalog # 32-486265 lot # 237340. 1/8 qwikreles drl sterile pk2 catalog # 32-486265 lot # 237340. Diamond v strykr 2000 25.4x85 catalog # 516051 lot # 126225. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the presumed left knee (no indication on the annotations to indicate which is actually the left knee), the alignment, fit and bone quality appear normal. A presumed right knee demonstrates joint space loss in the lateral compartment which could be related to poly wear. Further medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to wear causing instability. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.